Manufacturer narrative:
Concomitant medical products: 5086mri45 lead; implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness, dizziness, and bradycardia. The implantable pulse generator (ipg) exhibited a rate below the lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.